Event description:
Reported, a premature, extremely low birthweight infant was being treated in subject device when there was a power outage. The unit did not alarm, a non-ohmeda oxygen meter, which was also being used to treat the pt, did alarm. When the nurse investigated the oximeter's alarm, she discovered that the radiant warmer was not producing heat, and that the infant was suffering from hypothermia. The infant later expired, although hospital personnel stated that the infant died from respiratory distress syndrome, and the hypothermia was not a direct cause of death. It was determined that the alarm battery in this eleven year old unit had not been periodically replaced as instructed in the manual.